Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces measuring 44.7 cm (connector portion) and 12.4 cm (middle portion). Visual examination found external insulation abrasion breaching the optim sheath at 19.3 - 19.4 cm from the connector pin on the connector portion, consistent with friction to the device can, without the silicone insulation breached. Procedural damage was also noted via suture sleeve tie marks on this portion of the lead. Visual examination found no anomalies on the middle portion. X-ray examination found the inner coil over-torqued at the connector region and no other anomalies. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.